Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week following the implant procedure, the right ventricular (rv) lead noted increased threshold measurements. X-ray was performed, but did not reveal a lead dislodgement. As it was suspected the condition of the cardiac muscle could be the cause of the high threshold measurements, the rv lead was repositioned to the cardiac apex. No additional adverse patient effects were reported.